Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported event. However, the device passed returned instrument testing evaluation (rite) electrical and functional testing. A review of the service history data revealed that the previous device servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac arrest. Thirteen days prior to death, the patient experienced having chest pain and was diagnosed with a heart attack on admission to the hospital. Pd therapy was ongoing during hospitalization. It was unknown if the patient was connected to the hc device at the time of death. It was unknown if an autopsy was performed. It was unknown if a death certificate was available. No additional information is available.